Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The 90% stenosed lesion was located in a calcified and severely tortuous left anterior descending artery. The lesion was confirmed with a non bsc ivus, however, the 2.50x20mm taxus liberte stent was unable to cross the lesion. The lesion was then predilated with a 2.25mm non bsc balloon. Then the physician attempted to deploy the stent in the lesion. The device was still unable to cross the lesion. Once the device was removed the physician noted the stents distal edge was lifted up. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
.